Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2024 and barbed suture was used. Before use on the patient, the sales rep reported that the materials manager for the or. Stated that it is difficult to locate and read the expiration dates on suture boxes. She requested that the expiration dates be printed in bold next to the product code on the box, to aid in ease of inventory management. No patient harm/involvement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos available for visual analysis? Please provide the product code and lot number: please provide the source or name of person providing answers to follow-up questions.